Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), ¿align the radiopaque marker of the anatomically proximal (catheter trailing) end of the internal iliac component device with the long radiopaque marker on the partially deployed iliac branch component.¿ additionally, the IFU states, ¿while maintaining the delivery catheter in position, withdraw the introducer sheath and visually verify that the leading end of the introducer sheath is not covering the internal iliac component.¿ additionally, according to the gore® excluder® aaa endoprosthesis IFU, adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and gore® excluder® iliac branch endoprosthesis (ibe) to treat a right common iliac artery aneurysm. It was reported that during placement of the hgb component (hgb161007/ 12500390) the surgeon didn¿t retract the 12fr flexor sheath fully, resulting in partial deployment of the ibe component inside the sheath. On retraction of the sheath, the hgb component deployed higher than was intended with the proximal end above the flow divider of the ceb component. The physician deployed a contralateral leg component (pxc121200/ 12557307) at the same level as hgb device to have a good flow. The rest of the case proceeded as planned, with deployment of the main body and insertion of the bridging stent. The final angiography indicated that both the internal and external iliac arteries were patent with good flow and no leaks visible. On (B)(6) 2014, follow up computed tomography angiography (cta) noted that the external iliac artery on the right hand side had occluded totally, although there was some filling of the artery lower down, due to collateral circulation. According to the information provided, the occlusion was a possible result of the internal iliac component not being placed correctly. The surgeon has not had any complaints from the patient of symptoms arising from the occlusion. The physician is monitoring the patient.